Manufacturer narrative:
An investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of trending data, a review of manufacturing documentation, and a review of product labeling. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. A retained reagent kit of lot number 07639be00 was tested and did not reveal that the specificity performance of the lot was negatively impacted. Two sensitivity panels (core only panel and ns3 only panel) and the positive control were tested. Panels are internal measurement standards used to test product performance prior to lot release. The sensitivity panel values and the positive control values met specifications, the results were in the typical range, and no false non-reactive results were obtained. Additionally, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 9047 and hcv 9045). The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix. Reagent lot 07639be00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Labeling was reviewed and found to be adequate. Based on all available information, a product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a (B)(6) architect anti-hcv result of (B)(6) was generated for a (B)(6) year old male patient diagnosed with urinary tract infection, urine retention, simple renal cysts, emphysema, and status post lumbar surgery. The sample tested (B)(6) using alternate methods (sym-bio and elisa). No adverse impact to patient management was reported.